Event description:
In 2001, the facility's sterile processing personnel informed the manufacturer's (MFR.'s) sales rep of the following: pt's muscle crushed another tear away sheath, unable to be used, device could not be used, had to open a new kit.